Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in esophagus during an esophageal dilatation procedure performed on (B)(6) 2021. During the procedure, when the balloon was being inflated with water, it was not responding. The device was then removed from the patient and held out and asked to be refilled and try again, the product was noted to be leaking. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole. Please see block h10 for full investigation details.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional analysis was performed, the device was connected to an alliance inflation system, the balloon was inflated without problem, however, it did not hold the pressure due to it has a pin hole in the distal section of the balloon. Based on the available information, it is possible that interaction with scope or any other surface during the procedure could create friction on the balloon, causing the problem found of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.